Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/grinding sensations, limited mobility and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec'd 9/17/2014- pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/7/2014. Update 3/16/15-pfs and medical records received. After review of the medical records for MDR reportability, lab results from (B)(6) 2013 indicated the metal ion levels were below 7ppb. There is no new additional information that would affect the investigation. The complaint was updated on:3/27/2015. Update 12/24/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain. Medical records reported adverse soft tissue reaction to metal debris, joint effusion, synovial inflammation, moderate taper corrosion and dense fibrotic tissue with necrosis. The stem is being added to the complaint for corrosion. The complaint was updated on: jan 15, 2016.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update ¿12/02/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, there was no new information provided that would affect the existing investigation.